Manufacturer narrative:
There is no further information available at this time. Should additional information become available, this report will be updated accordingly.

Manufacturer narrative:
A request was made inquiring if additional testing was performed and the local area sales representative confirmed that no shock test was performed. At this time, the device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that an alert was detected due to low right ventricular (rv) shock lead impedances. The impedances were steady around 50 ohms until recently, they dropped to less than 20 ohms. Technical services recommended additional testing by trying to reproduce the issue with arm movements and isometrics. Otherwise perform a max energy shock test and if impedances are less than 20 ohms, then recommended replacing lead and device. No adverse patient effects were reported.